Event description:
It was reported that ongoing intermittent occlusion alarms occurred. As a result, the customer went to the emergency room and was subsequently hospitalized on june 22, 2026. Customer¿s highest reported blood glucose during incident was 514 mg/dl. Customer was treated with intravenous fluids of saline and insulin. The customer was released from hospital on june 23, 2026 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.